Event description:
Mcghan style 168 textured breast implants have ruined my life. I was told they were safe and believed my dr; 23.5 yrs later, I am very ill and disabled. I was not given informed consent nor was I followed up on in a study. The surgeon who implanted me got into some trouble for implanting silicone devices during the moratorium. Then I found out the implants I had were not even FDA approved at time of implant. Too many to list. Bay medical in panama city, fl has most of my records. Faulty valves allowed major mold contamination into my body. Implants are explanted and covered with black mold; 33 precancerous colon polyps. FDA safety report ID# (B)(4).